Event description:
Pt had just undergone a laparoscopic assisted vaginal hysterectomy. The drapes were being removed and it was noted that the pt had incurred a burn to the left groin crease. The area was brown in the center about 3.5cmx0.7cm with an outer white area about 7cmx3cm.